Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per user facility device not returning.

Event description:
It was reported that a multifire scorpion needle, ar-13995n, was being used in a tendon repair procedure. When the surgeon tried to fire the needle, with the scorpion jaws securely clamped onto the tissue, it was reported that the tendon was either thick, or they were in contact with the bone. The needle did not fire successfully at this time. The surgeon attempted to fire the needle again, and it was discovered that the tip of the needle was no longer attached. It was reported that a total of four passes were made/attempted with this needle. The surgeon looked for the tip of the needle in the patient and was unable to locate it. No x-ray was taken to attempt to locate the tip. It was the very end of the needle that was missing which was very small. Sales rep reported that surgeon did not show concern with the un-retrieved fragment and carried on with the case. The procedure was completed successfully with another multifire scorpion needle. No patient injury was reported. Patient: female, age (B)(6), dob (B)(6) 1957.